Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned. A visual, functional and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported difficult to position and difficult to remove with the guiding catheter could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other rx graftmaster 2.8x16 referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the proximal 1st obtuse marginal (om1) coronary artery after post-dilating a deployed unspecified stent with an unspecified balloon. An attempt to cross and treat the perforation was made using a 2.8x26 rx graftmaster covered stent system through a 6f non-abbott guiding catheter via radial approach, but the graftmaster became stuck (unable to advance or retract) inside of the guiding catheter. The graftmaster and guiding catheter were left in place at the radial access site (due to fear that stent would dislodge if additional manipulation attempts were made) while another rx graftmaster (2.8x16 covered stent) was advanced via femoral access but had difficulty crossing due to patient anatomy. After multiple crossing attempts, the 2.8x16 graftmaster delivery system was withdrawn, balloon dilatation of the target area was performed, and, with use of a guideliner, the 2.8x16 rx graftmaster was re-advanced and crossed, then was successfully deployed with a maximum pressure of 16 atmospheres, sealing the perforation. The 2.8x26 rx graftmaster with guiding catheter was then withdrawn from the radial access site as a single unit. Use of these graftmasters did not cause or contribute to any adverse patient sequelae or any clinically significant delay. No additional information was provided.